Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed itchiness all over his back and arms while wearing the lifevest. The patient's doctor prescribed him a lotion. Follow-up indicated that the irritation was better.